Event description:
It was reported that during phacoemulsification the anterior capsule was knicked. The doctor did not notice this until he began to insert the intraocular lens (iol). He decided to remove the iol and replace it with a three piece lens. To remove the lens the original incision had to be enlarged. A vitrectomy was not required. No patient injury was reported.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens had one distorted haptic and appears to have evidence of ophthalmic viscoelastic on it.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Manufacturer report number should have been (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.